Manufacturer narrative:
The recipient reportedly experienced decreased performance. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device passed all of the electrical tests performed. However, the device had moisture content that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is not currently manufactured. This is the final report.

Event description:
The recipient's device was reportedly explanted due to a potential device failure. The recipient was reimplanted with another advanced bionics cochlear device.